Event description:
Nurse was covering needle of eclipse needle after giving a flu vaccine. She applied pressure on the distal portion of the pink sheath with her index finger (two handed). The pink sheath broke off and the needle scraped her finger.